Manufacturer narrative:
(B)(4). N/a other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use in the clinical setting the "bronchoscope does not go through the endobronchial tube while inserte d." The clinicians used another device instead from a different manufacturer to complete the procedure. No impact to the patient. No patient involvement.

Event description:
It was reported that prior to use in the clinical setting the "bronchoscope does not go through the endobronchial tube while inserted". The clinicians used another device instead from a different manufacturer to complete the procedure. No impact to the patient. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and sent to the manufacturing site for investigation. The manufacturing site reports the complaint was confirmed as it was found there was a blockage in the bronchial connector. A non-conformance was opened to further investigate this issue. Other remarks: n/a. Corrected data: n/a.